Manufacturer narrative:
The product was received for evaluation. Visual and functional testing were performed. The handle on pole clamp was broken. The pump produced insufficient flow. There was corrosion inside heater, cracked tank cover leaking, wear and tear damaged to enclosure, front cover, line cord, auxiliary outlet, and plate clip. Functional testing confirmed reported issue. The possible cause of the reported issue was found to be either dropping and landing on or overtightening of the pole clamp. However, a definite root cause cannot be determined with the provided information. The pole clamp was replaced. Additional parts were replaced not related to the reported issue. The technician upgraded the printed circuit board (pcb) and power switch, which was retained under a corrective action and preventative action. The technician performed preventative maintenance (pm), device passed functional and delivery tests. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the device had a broken pole clamp. No patient injury was reported.